Manufacturer narrative:
Results, conclusion: root cause cannot be determined.

Manufacturer narrative:
(B)(4). Evaluation: results/conclusion: conclusion not yet available; evaluation in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: received for evaluation was one coiled up guard wire with a cut out piece of carton from the original packaging. The balloon is baggy and deformed form its original state most likely due to use. Distal and proximal seal bands appear intact. The gold marker and the hypo tube/extension wire joint is intact. Ez flator and the adapter were not returned. In house ez adaptor and ez flator were used to attempt to inflate the balloon, the balloon inflates slightly. During inflation a stream of liquid was noted coming from the balloon while applying pressure, confirming the leak in the balloon.

Event description:
A guardwire temporary occlusion balloon was positioned at the distal intracranial internal carotid. It is reported that when the balloon was inflated, it was confirmed that the vessel was occluded by angiography. It is reported that cas for the intracranial internal carotid was started and the stent was deployed. The balloon was inflated for post dilatation and it was confirmed that the relevant guardwire balloon could not keep inflation. Cas was continued using another guardwire, and procedure was completed. At the follow up, it was confirmed there was no adverse event to the patient. It is reported the device was prepped as per IFU. There were no difficulties noted during preparation and no damage was evident to the device prior to use. Lesion morphology is reported as 'calcification is mid, tortuosity mid, no stenosis proximal of the target lesion, no previous stent proximal of the target lesion'.